Event description:
It was reported that the stent partially deployed which required an additional stent. The stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 7 x 200 innova self-expanding stent was selected for use following balloon angioplasty via a contralateral approach. During deployment, increased resistance was encountered while operating the thumbwheel, which stopped with approximately two-thirds of the stent deployed. The white arrow was visualized, and the pull grip was used; however, deployment could not be completed using standard technique. The delivery system handle was disassembled, and the stent was manually deployed. During manual deployment, the stent elongated beyond its expected 200 mm length and was not fully expanded. No strut fractures identified. The stent was left implanted in the sfa. Due to elongation beyond the intended length, positioning could not be fully confirmed, and an additional stent was placed to overlap the affected segment. The procedure was completed. There were no patient complications as a result of the event.